Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Fse found that the suit pc was not booting up and cause of the issue was failure of the suit pc. Fse replaced the suite pc, re-loaded software and did configuration. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.